Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a routine follow up, the atrial lead exhibited noise. No intervention was performed at this time. The patient was in good condition.